Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh and architect anti-tpo results for a (B)(6) female underwent a health examination on (B)(6) 2022. The following data was provided: sample no. 14: on (B)(6) 2022: tsh: 0.072, anti-tpo: 0.64 on (B)(6) 2022, the patient sought medical attention at the clinic, however no treatment was given. A new patient sample was drawn, and the results were: tsh: 6.475, anti-tpo: 1012.36 retest sample from (B)(6) 2022: tsh: 7.866, anti-tpo: 887.53 there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity was reviewed and indicates that the reagent lot performs as expected for the issue under review. The tracking and trending were reviewed and did not identify any related trends for the product for the complaint issue. Accuracy testing for reagent lot 35087ud01 was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect tsh reagent lot 35087ud01 was identified.